Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the cable broke when applying tension to the screw. Surgeon notes they were tightening the cable as per their usual practice and torque, and the cable broke. There was no deviation from the surgical technique. A new cable was opened and used without issue. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.